Event description:
It was reported a peritoneal dialysis (pd) patient experienced peritonitis while hospitalized for an unrelated issue. Treatment was not reported. The patient's pd catheter was removed and the patient was switched to hemodialysis. The patient remained in the hospital and was recovering from the peritonitis at the time of the report. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12k14047, h13b22021, and h13d25038 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. (B)(4).